Event description:
It was reported that patient had giddiness, fatigue and pre-syncope and a history of a fall on the same day of the symptoms. The patient saw a physician and the electrocardiogram showed complete heart block with the right ventricular (rv) lead having loss of capture. The patient was admitted to the hospital and device interrogation showed the rv lead threshold was greater than 4.5 volts. Also the device longevity was less than expected with only 1.5 years remains within approximately a year of implant. The right atrial (ra) lead also had a threshold rise at to 3.5 volts and now is stable at 1.5 volts. The rv and device were explanted and replaced. The ra lead is still in use. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Leads trends data shows atrial lead capture threshold greater than 2.5 volts in (B)(4) 2012 post-implant. Data shows capture threshold has been stable and less than or equal to 1.5 volts since (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 5086mri58 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.